Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used a reusable applier with extra-large titanium clips. During the procedure he notice the clips didn´t stay close enough to maintain in the same place, after some minutes the clips slid and fell from the vessel. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were the fallen clips retrieved? No. How was the procedure completed? They used another cartridge of clips.

Manufacturer narrative:
(B)(4). The analysis results of the device cartridge found that it was received empty . The cartridge was noted conforming according to our manufacturing specifications. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.